Manufacturer narrative:
Pump monitored in 50c oven for several days and no blank display noted. Pump received with normal operating currents. No damage found on the c13/lcd isolation tape noted. No unexpected low battery alarm noted. Pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery test. Pump received with cracked reservoir tube lip and scratched lcd window.

Event description:
Customer reported that within a couple of hours of replacing the batteries in her insulin pump, the pump is dead. Customer stated that she had a check settings alarm earlier, then the pump died. Customer also stated that the insulin pump's display was blank. Blood glucose level was 406 mg/dl at the time of the call. No further information was reported.